Event description:
It was reported that the patient experienced a perforation from this lead. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.